Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that noisy electrogram occurred. A 7-110-2.5-8-10 k2 blazer prime® xp was selected to treat the target lesion. During procedure, it was noted that the electrical potential cannot be observed due to noise. The issue was resolved after exchanging with another of the same device. There were no patient complications reported and the patient¿s condition was good. However, device analysis revealed broken adhesive at ring 3 and catheter had a char on the tip.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The adhesive is broken in ring 3. The catheter has a char on tip. The ablation was verified and the device was found within specification. Electrical test was performed and the device was found within specification. No opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).